Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been transported via ambulance to the hospital and subsequently admitted with diabetic ketoacidosis (dka). The patient reported the pdm (personal diabetes manager) application was attempting to update and got stuck on step 14 of 29. The patient tried resetting the pdm without success which inhibited the ability of insulin delivery through the pod. Patient reported she fell asleep, and her husband was unable to wake her therefore he called 911. The patient's blood glucose levels reached 1107 mg/dl while wearing the pod for an unspecified period of time. Symptoms reported include hyperglycemia and loss of consciousness. The patient was treated with an insulin drip. The pod was worn at time of admission to the hospital. The patient was released in 2 days.